Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 9. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, bleeding and inflammation. No further patient complications were reported.